Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical attention and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: tp1a.220624.014.g981u1ueschyc1 hardware: sm-g981u1 cgm sensor type: g6.

Event description:
It was reported that the patient's wife had called the paramedics due to hypoglycemia. The patient's blood glucose levels declined to an unknown level while wearing the pod longer than 48 hours. The patient possibly lost consciousness, therefore they do not remember a lot of details about the event. The patient was treated with intravenous (content not provided). The pod was worn when seeking medical attention.